Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired, no clip was deployed. The problem occurred while firing across the cystic duct and the jaws of the device cut a hole in the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted, indicator wheel failure. The analysis results found that one (B)(4) device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. However, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any anomalies noted. It should be noted that an investigation has been initiated to address the potential root cause of this issue. In addition, the device locked out as intended, but the orange indicator was not visible completely. These finding are not related with the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.